Manufacturer narrative:
Additional information.

Event description:
Additional information received indicates that the rv lead was capped and replaced to resolve the event. On further inspection, no issue was found relating to the lead being screwed into the device header properly. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, oversensing was observed on the right ventricular (rv) lead. The physician suspects that the rv lead was not securely connected to the device header due to the set screw not being tightened adequately. Rv lead revision is anticipated. The patient was stable and will continue to be monitored.